Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Review of the serial readout at livanova (B)(4) was unable to confirm the reported event. No hardware or software failures were present. However, it was identified that the arterial pump was enslaved to the cardioplegia module. The arterial pump should not be configured to follow the cardioplegia pump/module. Livanova (B)(4) concluded that this configuration error likely lead to the reported pump stop. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site; pump readout provided.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative functionally tested the device and could not reproduce the reported issue. A serial readout was performed and sent to sorin group (B)(4) for analysis. A loaner pump was installed while the complained pump undergoes investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped suddenly without alarm during a procedure and the perfusionist was unable to restart it. Another perfusionist was called to investigate and identified that a red "lid safety" symbol was displayed on the arterial pump touch screen. The twin override controls were utilized to restart the pump and the red symbol remained on the display for a couple of minutes longer before disappearing. The manual override was removed and the procedure continued without further issue. There was no patient injury.